Event description:
It was reported by service report that both of the siderails would not lock into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot block.